Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, but not separated. The manufacturing record was reviewed and found no irregularities. As a result of evaluation of omsc, there was no malfunction which caused or might cause the tissue pad to fall inside the patient. Therefore, we are retracting this MDR.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hepatobiliary surgery, three devices were used. After about one hour since the surgery began, an unspecified error occurred. The tissue pad of the subject device was severely worn and the metal part was exposed. The tissue pad of the subject device was separated. The user exchanged it with the 2nd device and continued the procedure. However, after about one hour of use, an unspecified error occurred. The tissue pad of the subject device was severely worn and the metal part was exposed. The tissue pad of the subject device was separated. The user exchanged it with the 3rd device and continued the procedure. The intended procedure was completed with the 3rd device. There was no patient injury reported. This is the report regarding the severely worn tissue pad and the separation of the tissue pad. This is the first one of two reports.